Manufacturer narrative:
On may 12, 2020, mentor became aware that the patient's replacement devices were the following: (right) 270cc mentor smooth round high profile saline catalog: 3503270 lot: 9372582 sn: (B)(6) and (left) mentor smooth round high profile saline catalog: 3503270 lot: 7732935 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 275cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2020 and plans to replace with unspecified mentor saline breast implants.

Manufacturer narrative:
On march 31, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed on posterior view. Additionally, a tear within the crease was found measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).